Event description:
The customer returned this footswitch with a request for service as the device would not operate. There was no report of serious injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this footswitch for evaluation, and during testing found that the device has the potential to activate a handpiece when connected to the console without depressing the foot pedal. Further investigation found a red wire between the cable and the housing broken, which caused the device to operate on its own. Conmed linvatec will continue to monitor this product for failures.